Manufacturer narrative:
(B)(4). Device evaluation summary: the condition of a colleague infusion pump with an in-line error was found in the pump's event history but not duplicated during product evaluation. The assignable cause was determined to be an air in line board out of calibration. Therefore, the air in line board was recalibrated and verification was performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a false air in line alarm. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.